Event description:
A customer reported experiencing error 42 with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a pump reset, but the error persisted. As a result, technical support arranged to replace the pump. The customer will continue using their current pump until the replacement arrives.